Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the returned product confirmed the reported event. The broach handle was functionally tested with a depuy retained broach and concluded that the devices mated properly, but the handle would not lock and hold the broach securely. The root cause is attributed to heavy usage/wear out due to the overall condition of the device. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Broach handle would not lock onto broach.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.